Event description:
The reporter stated that a syringe pump over-infused as a result of parts failure causing the pump to incorrectly identify the syringe size. There was no patient treatment or injury reported with this event.